Event description:
It was reported that the infusion site for an ilet system detached during physical activity, after which the user recorded a blood glucose of 219 mg/dl and received agent-guided education and troubleshooting to change supplies. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution through user-guided corrective actions. Investigation included case review and remote troubleshooting with user instruction. Investigation of this case revealed a probable loss of insulin delivery due to infusion site dislodgement during physical therapy, consistent with a use-related event affecting the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with infusion site adherence and stability during activity. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.